Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 500 au chemistry analyzer and identified the probable cause as defective ise electrodes. The fse replaced the sodium and chloride electrodes to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic ion selective electrode (ise) results, including sodium (na), and chloride (cl), on patient samples run on the dxc 500 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics and data of the erroneous results have not been provided for review.